Event description:
It was reported that there was noise. It could not be determined if the noise was due to the lead or the devide header. The lead was capped and the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise. It could not be determined if the noise was due to the lead or the device header. The lead was capped and the device was explanted. No patient complications have been reported as a result of this event. A 3500a was received, and additional follow-up was done. The patient reportedly developed shortness of breath, midsternal chest pain, and received inappropriate therapy. Interrogation revealed noise on the lead, increased impedance, and a possible lead fracture. The patient reportedly is doing fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; analysis of the lead is in process; the results will be forwarded when available. It was reported that there was noise. It could not be determined if the noise was due to the lead or the device header. The lead was capped and the device was explanted. No patient complications have been reported as a result of this event. A 3500a was received, and additional follow-up was done. The patient reportedly developed shortness of breath, midsternal chest pain, and received inappropriate therapy. Interrogation revealed noise on the lead, increased impedance, and a possible lead fracture. The patient reportedly is doing fine. Impedance, high lead(s), fracture of shock, inappropriate noise.